Event description:
Patient was treated for abdominal aortic aneurysm with a gore excluder. During the procedure, the physician had to push the ipsilateral leg component upwards for good positioning. Occlusion of both renal arteries (one completely and the other partially; unknown which was which) was detected via CT imaging after the procedure. The surgeon suspects that repositioning the ipsilateral limb caused the entire endoprosthesis to migrate proximally. The occluded and partially occluded renal arteries were recannulated two days after the original procedure. The patient tolerated the procedure. The patient remains admitted while in recovery for an unrelated intubation. Imaging has been requested.

Manufacturer narrative:
Field b1 corrected. Complaint constitutes a adverse event.

Manufacturer narrative:
H6, code b14: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6, code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to improper component placement, component migration and/or occlusion.